Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). An unspecified procedure was performed in which a new ipp was implanted. No information was provided about the patient's outcome. Product performance analyst (ppa) was unable to request further information, as customer contact for the account is unknown.